Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that lip ring was broken on reservoir compartment and customer stated that they are able to lock reservoir in place but it will not last for long. Customer¿s blood glucose was 6.1mmol/l at time of incident. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device received with reservoir tube lip completely broken off and loose or protruded drive support disk noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.